Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient receiving intrathecal dilaudid 50 mg/ml at 19.014 mg/day and bupivacaine 20 mg/ml at 7.606 mg/day via an implanted pump system. The patient stated they were in a lot of pain, and their doctor "upped" their dose. They reported it was now "too high". They expressed concern about becoming dependent on the medication and would prefer that the dose be lowered. They were not sure when this happened, but it was some time last year (2015). Additional information was requested to determine what diagnostics were performed related to the pain; what actions or interventions were taken to resolve the pain; what caused the pain; and if the pain resolved.

Event description:
Additional information was received from a consumer and company representative. A consumer reported that the patient had lost a lot of weight since december and felt like she was getting to much mediation. It was noted that the patient was sick all the time. The patient experienced symptoms of nausea and headache. The change in therapy/symptoms occurred suddenly; the date of the event was ¿2016¿ and ¿a few weeks¿ was further indicated. The patient wanted their pump lowered as soon as possible. The patient did not have a healthcare provider (hcp). The patient¿s physician was no longer filling/managing the patient¿s pump due to health issues. Physician listings had been provided. The patient was due for a refill next month. The patient¿s primary care physician was requesting assistance to see if he could start managing the patient¿s pump. The pump was currently administering bupivacaine with concentration 20.0 mg/ml at a dose rate of 7.606 mg/day and dilaudid with concentration 50 mg/ml at a dose rate of 19.014 mg/day. On (B)(6) 2016, a consumer further reported that the patient was getting sicker and sicker and still could not locate a physician to manage their pump. The patient requested speaking with a local company representative. On (B)(6) 2016, a consumer further reported that she had not heard from the company representative. The patient was getting too much medication from the pump and it needed to be turned down. The patient was considering the option of urgent care or emergency room if medically necessary. On (B)(6) 2016, a company representative reported that they see the patient every month at her refill and that the patient was fully aware that no hcp would take on her care. The company representative had a neurosurgeon performing refills as a favor. The patient was noted as having been discharged from a practice that managed pumps long ago. The patient had threatened to sue the last physician to change her pump. The company representative planned to contact the patient on (B)(6) 2016. Note - with regards to initial information received, the date 2015-01-01 is considered an approximate date of event (month and day not specified).